Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's mother called in to report high blood glucose (bg) levels. Patient was at (B)(6) with parents when security checked his bag at around 1:00 pm, they dropped his pdm and it broke. Patient's bg was checked by the medics at the event, bg was 189 mg/dl. When the patient got home that evening his bg was 427 mg/dl at around 9/10:00 pm. He was given 4 units of insulin at that time to correct him. He woke up at 8:00 am and he was in the 300's mg/dl and he stated his stomach was hurting and he felt like he was going to get sick. The mother called the on call physician and they told her to give him insulin to correct him and to try and get him to drink water to flush out his ketones. He was not able to hold the water down so mom took him to the hospital. When he arrived at the hospital his blood sugar was at 326mg/dl and he was diagnosed with dka. Patient was wearing the pod for 4 to 24 hours on the arm. The treatment provided in hospital included IV fluids and insulin drip. The mother reported that the pink slide did not move forward, indicating the pod did not deploy properly. It is not clear when the pod was removed. The patient's blood glucose and insulin history is as follows: time, bg(mg/dl), bolus(u) on (B)(6) 2019: afternoon, 189. 9/10:00 pm, 427, 4. On (B)(6) 2019: 2:00 am, 411, 4. 8:00 am, 300. At hospital, 326.